Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Data and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? Please clarify the issue with the device during use, i.e., did the needle break, did the needle pull off from the suture? Were x-rays performed to localize the needle fragment? Please clarify - did one needle stay in the patient¿s head? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient¿s tissue? If the piece(s) were retained, where are they located / in what structure? If retained, were there any patient consequences? Is the device available to be returned for evaluation? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle stayed in patient¿s head. Additional information has been requested.